Manufacturer narrative:
Concomitant products: product ID: 7433, serial# (B)(4), implanted: (B)(6) 1993, product type: programmer, patient. Product ID: 3888-28, lot# l31901, implanted: (B)(6) 1993, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. (B)(4).

Event description:
It was reported that the patient was told that their first implant would last 5 years and it only lasted 2-3 years. The patient did not have a managing doctor for the device. Follow-up was performed to determine if the patient had required any further assistance and if she had any further concerns. This event will be updated if additional information is received.